Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual examination of the provided pictures identified the drill bit with a fractured tip. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that during the procedure, the drill tip fractured and was retained by the patient. Attempts have been made and additional information on the reported event is unavailable.